Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a mildly calcified left common femoral artery was attempted using two proglide devices with a 6f sheath after an interventional angioplasty of the superficial femoral artery procedure. Reportedly, a cuff miss occurred as there was no suture present when the plunger was removed with both devices. Manual arterial compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.